Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization on (B)(6) 2016 due to high blood glucose levels. The customer reported that he woke up with a blood glucose reading of 600 mg/dl, and had a bent cannula. The customer's reading was 830 mg/dl at the time of the incident; the customer's reading during the call was 433 mg/dl. The customer was wearing the device at the time of admission. The customer's symptoms included vomiting, weakness, and staggering. The customer treated with manual injections, the insulin pump, and with an insulin drip. The cause of the event was due to diabetic ketoacidosis. The customer was transferred for heart issues monday. The customer performed troubleshooting found a bent cannula. The customer was sent a tubing clamp and his blood glucose reading was 138 mg/dl during the call. The customer performed the high pressure test and it passed. The customer was advised that his device was working as designed. The insulin pump was not replaced or returned.